Event description:
It was reported that the right ventricular (rv) lead had a significant increase in capture and impedance. The patient had presentedwith some non-captured beats and underlying rhythm in the thirties. It was noted that the patient had presented to ER (emergency room) prior to rule out dvt (deep vein thrombus) swelling of the legs. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: sedr01 implantable pulse generator - implanted: 2013-(B)(6); 452445 implantable pacing lead - implanted 1999-(B)(6). (B)(4).